Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the harvester noticed that the silicon jaw boot on the vasoview hemopro tissue welder was torn during harvesting. Nothing detached or fell into the pt. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product was returned.

Manufacturer narrative:
The device was returned to cardiac surgery on (B)(4) 2010, for investigation. A supplemental report will be submitted when the investigation is completed. (B)(4).